Manufacturer narrative:
¿This follow-up report is being submitted because additional clinical information was received indicating that the patient is presenting bilateral ptosis, in addition to the previously reported capsular contracture in the left breast. No other new information has been reported at this time.

Event description:
USA. Allegedly a patient develop a capsular contracture baker grade iii in her left breast, she presents her breast firm to palpation and breast displaced superiorly and laterally, additionally, she present a bilateral ptosis l: 24100663-30, r: 24100647-11.

Event description:
USA. Allegedly a patient develop a capsular contracture baker grade iii in her left breast, she presents her breast firm to palpation and breast displaced superiorly and laterally (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.